Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field h6, h3, and h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, the cause of the foreign material found at the light guide -lens glue was not confirmed, and the foreign material found inside the light guide-lens was determined to be a stain that could not be removed by reprocessing, as the area was not the external surface of the device. It was presumed that the light guide-lens glue was peeled off due to physical stress, such as hitting or dropping the distal end, chemical stress by chemical solutions, or similar factors. Subsequently, humidity invaded the light guide-lens, causing corrosion. There was no damage to the area where the foreign material was detected. However, the definitive root cause could not be determined. The suggested event of foreign material adhered to light guide-lens glue is detectable and preventable by handling device in accordance with the following IFU. The IFU states the detection method in ¿evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection¿. IFU states the preventive measures in ¿evis exera ii tjf type q180v reprocessing chapter 5 reprocessing the endoscope (and related reprocessing accessories)¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the duodenovideoscope exhibited a mixture of foreign material and corrosion inside of the light guide lens and light guide lens adhesive. There were no reports of patient involvement.